Event description:
The customer reported that the device did not always seal completely during a gastrectomy procedure. Reportedly, both regrasp alarms and end tones (indicating completed seal cycles) were heard. There was no injury to the pt. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.